Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. The lot review activities are in progress. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after a glaucoma stent implantation, a patient experienced vision loss while bearing down on the toilet which resulted in a 2mm hyphema and red blood cells, potential tract to vitreous. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of vision loss and hyphema; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The root cause of this complaint of vision loss is considered to be the 2mm hyphema and potential vitreous tract that resulted from the patient's "bearing down on the toilet". Standard instructions for any intraocular surgical procedure advise that patients try to avoid activity that would add pressure to the eye. There is no mention of device system failure. A possible root cause is that postoperative hyphema and loss of bcva are established risks associated with use of the device system, which are clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).